Event description:
Pt received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed damage to the motor mounts, but demonstrated that the pump was operating within required specifications and delivery accuracy.